Event description:
During a port insertion procedure while using a tunneling device from cut down tray, the tunneler broke into two pieces. One piece was in subcutaneous tissue of left neck. This was removed with a hemostat under fluoroscopy without adverse effect.